Manufacturer narrative:
Reporting institution name& address: (B)(6). Reporting institution phone & reporter phone #: (B)(6).

Event description:
The customer reported that the exhalation valve cannot be closed. The customer reported that the unit was in use on patient, but there was no patient harm reported. The customer contacted product support and requested for service repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The key market contact personnel stated that the unit was in use on patient and was swapped out with no patient harm. The flow sensor was replaced to address the reported issue.